Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer reference report number #: 1627487-2021-14324. It was reported that the patient's supra orbital lead was explanted due to infection. Only one lead was explanted and replaced and it is unknown which lead so both supra orbital leads were reported. The infection has been resolved.